Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter device is filed a under separate medwatch report.

Event description:
This is filed to report the clip delivery system (cds 80219u189) caught on the clip introducer (ci) and ci caught in clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient anatomy was difficult due to previous surgical procedure. A high puncture was performed due to the heart orientation. The steerable guide catheter (sgc 80213u106) and first clip delivery system (cds) was advanced. Air was noted in the hemostasis valve of the sgc. It was believed that the air was due to slow clip introducer insertion. Aspiration was performed, and no more entered the system. The first clip was implanted, reducing the mr to 3. While inserting the second cds (80219u189), air entered the sgc again. Aspiration was performed, but unsuccessful. The cds was retracted and the system was flushed; however, air continued to enter the sgc. The decision was made to discontinue using the device. During retraction of the cds, the clip got stuck in the soft blue tip of the clip introducer and could not be removed from the sgc. Part of the blue soft tip was stuck inside the clip. The devices were removed together to avoid damaging the sgc hemostasis valve. The procedure was discontinued. One clip was implanted, reducing mr to 3. The patient is stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported torn material was confirmed. The reported difficulty removing the clip delivery system (cds) from the steerable guide catheter (sgc) and difficult to remove the clip introducer (ci) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip getting caught on the tip of the clip introducer (difficult to remove) could not be confirmed. The reported difficult to remove the cds from the sgc and subsequent torn material (ci and the silicon valve) appears to be related to the clip getting caught at the ci. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.